Manufacturer narrative:
(B)(4).batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that before an unknown procedure, upon delivery, the device was received damaged. The box was punctured through sterile packaging. There were no patient consequences.